Manufacturer narrative:
(B)(4). Batch # n55m4y. Additional information was requested and the following was obtained: it was reported that the recharge blocked at the device. Does this mean that the device locked out and would not fire: yes. How was the procedure completed: no response received. The analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with the staples protruding, and with the washer uncut and with the knife recessed below the reload deck. This condition is consistent with the device being partially activated and/or obstruction between the knife and the washer that would not allow the knife cut all the way through. As a result of the partial firing the lockout was engaged when the device was reopened. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a previous low resection procedure, the recharge blocked at the device. It was unknown how procedure was completed. There were no adverse consequences for the patient.